Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device would not power on. Physio removed the screws from the front and rear case of the device and was able to get the device to power on. Physio replaced the device's front and rear cases and auxiliary power connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A root cause for the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.